Event description:
I had a consultation with md, o(B)(6) to go over brain scans and to prepare to start tms (transcranial magnetic stimulation) the following monday. Doctor (B)(6) said that this treatment would significantly reduce the chronic headache pain that I have had for over five years. He said that the treatment itself may be uncomfortable but there were no side effect except in regards to that some patients experience seizures. On day two of the tms treatment the pain of the treatment areas were just about unbearable. The staff ordered me some numbing cream for those areas to help. The numbing cream did little to help over the next few treatments, and to add to this I started developing a new headache that wakes me up in the night and early morning with severe pain. This headache is much worse than my daily chronic headaches that I have been dealing with for years. I told the staff that I was feeling very irritated and had an angry feeling that I have never had before. After the staff spoke to dr (B)(6) they said they had been treating the wrong side of my head for one of the treatment areas and that they did not know why I was having headaches. On day 8 of the treatment day my husband called and cancelled the rest of our treatments and told (B)(6), office manager how bad my head pain had become due to these treatments. As of today on (B)(6), we have never heard from (B)(6). I am sure I am not the only pt that has had this happen to them and I find it in great concern that a FDA approved medical device therapy can cause this kind of pain on a person. I am praying that these serious new headaches will go away soon, as they are debilitating.